Event description:
It was reported that diminished p-wave sensing was observed on the right atrial (ra) pacing lead. It was recommended that the cause of the undersensing be investigated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 693565 implantable tachy lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. P wave amplitudes are between 0.125 and 0.25 mv between (B)(6) and (B)(6) 2013. Earlier values are not contained in the translated file.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.